Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strip vial returned with one strip only - unable to test. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Customer initially reported complaint for e-5 error code. During the call on (B)(6) 2018, a blood test was performed by the customer fasting and produced test result of 262 mg/dl using truemetrix air meter. Customer then reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 598 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 12/29/2018 and open vial date is (B)(6) 2018. Customer only has one test strip left. The meter memory was reviewed for previous test result history: (B)(6).